Event description:
Customer reported that erroneous electrolyte results (potassium, calcium and chloride) were generated by the unicel dxc800 synchron system. The system was calibrated and quality controls within specification prior to the event. The results were reported out of the lab. The attending physician queried the valid of the results and requested repeats. Up to 25 pt samples were repeated and corrected results were issued. It is not known if there were any changes to the pts' care of treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The field service engineer decontaminated tha flow cell and trained the user on system maintenance. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add¿l reportable events.